Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose of 49 mg/dl. The customer's spouse stated that they treated the low blood glucose with sugar. The customer's spouse mentioned that they also experienced low blood glucose of 56 mg/dl. The customer's blood glucose was 77 mg/dl at the time of call. The customer's spouse declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.